Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed the foreign material adhered to the device was simethicone. It is surmised from the provided information, that the foreign material remained in the device because handling (reprocessing) deviated from instructions for use. No physical damage was found at the location where foreign material remained. The event can be detected and prevented by following the instructions for use (IFU): IFU states the detection method in "cf-hq1100dl/I operation manual chapter 3 preparation and inspection". IFU states the preventive measures in "cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the air, water tube, air/water cylinder, and jet-tube. There were no reports of patient involvement.